Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings:a review of the pump¿s black history showed a replace battery alarms on the complaint date. The returned battery cap was able to be fully tightened onto the pump. During testing, the pump powered on with the returned battery cap with functional audible and vibration alerts but the display remained blank. It was observed that the pump¿s idle current draw was not within specifications. The investigation was unable to obtain the "sleep" and "load" values due to the blank and damaged display. The pump case was removed and there was no evidence of moisture inside pump. Due to a cracked oled, the pump current draw was above specification and the investigation was able to duplicate the initial ¿temperature¿ complaint. Unrelated to the initial complaint, it was observed that the display screen was cracked in multiple places and the battery compartment was also cracked. There was no evidence of moisture contamination inside the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. It was reported that there was a temperature issue with the pump. It was reported that the pump¿s battery was ¿boiling hot¿ when the user removed it from the pump to silence a continuous beeping from the pump. There was no reported physical damage to the pump. There was also no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.